Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels from (B)(6) 2023 to (B)(6) 2024 of over 30 mg/dl. The cause of low bg levels was unknown. The customer typically consumes carbohydrates or glucose tablets to address low bg levels. The customer also reported that they received third party assistance from emergency medical technicians (emts), who provided fast-acting carbohydrates and monitored the customer while they recovered to address bg. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy until replacement pump arrives.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.